Event description:
It was reported that an over infusion had occurred. The nurse hung vancomycin @ 2000 and the patient went down for a CT of chest and when he got back at 2100 the medication bag was completely empty. The pump still said that there was supposed to be 139 ml left to infuse and the rate was set to the correct rate of 140ml/ hr. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an over infusion had occurred. The nurse hung vancomycin @ 2000 and the patient went down for a CT of chest and when he got back at 2100 the medication bag was completely empty. The pump still said that there was supposed to be 139 ml left to infuse and the rate was set to the correct rate of 140ml/ hr. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.